Event description:
A medical event occurred, and team members did not hear the equipment alarm. No equipment issues were identified upon the clinical engineering evaluation, the equipment functioned as designed. An investigation revealed. The alarm settings were set to a low decibel level. The equipment alarm settings permit an indefinite lowing of the decibel level of the audible alarm sound rather than lowing the audible alarm sound for a short interval. The equipment also does not reset upon turning the equipment off/on but instead retains the last alarm setting when turned off/on.